Manufacturer narrative:
Section was updated with the initial reporter's email address.

Manufacturer narrative:
An attempt to gather additional information regarding the initial reporter was sent. If additional pertinent information becomes available, the report will be updated. The complainant indicated that the device will not be returned for evaluation because it is still in use; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported there was leaking from the connector. The patient's relatives taped it. When the nursing home personnel removed the tape they realized that the connector had split and resolved the issue. The item is still in use and will not be returned.